Event description:
It was reported that during the implant procedure, there was sensing difficulty, oversensing, noise and loss of output. It was noted that the screw sounded 'funny', and there was concern there was a header issue. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Visual analysis revealed grommet damage.